Event description:
Was using vanguard reprocessed arthroscopic blade and it "fell apart" during use leaving metal shavings in its wake. All pieces visible to eye were removed before procedure continued. New stapler shaver blade replaced vanguard reprocessed one.